Manufacturer narrative:
All available patient information was included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported observing poor precision results while using the architect ca19-9xr assay. The following results were provided for sid (B)(6): 211.0, 327.8, 523.2, 284.4, 466.7, 211.0 iu/ml. Further imprecise results were run on (B)(6) 2022: 119.5, 229.3, 319.0, 160, 304.6 iu/ml. The reference range provided is <37 iu/l. The customer has not had this patient before however stated the results seem high. No information was provided if the patient has been diagnosed with pancreatic cancer. There was no reported impact to patient management.

Manufacturer narrative:
During the investigation into the customer issue, a lot search could not be performed because the lot number of the architect ca 19-9xr reagent being used by the customer was unknown. A review of ticket trending for the architect ca 19-9xr reagent, list number 2k91, was performed and no trends were identified. Accuracy testing was performed to evaluate the performance of the likely cause product architect ca 19-9xr (ln 2k91). An internal ca 19-9xr panel was tested with retained kits of the lot 35582fp00 as a representative lot, since the lot number the customer was using is unknown. Acceptance criteria was met, indicating acceptable product performance. Manufacturing documentation was reviewed for the architect ca 19-9xr reagent, and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the information, no deficiency was identified for the architect ca 19-9xr reagent.